Manufacturer narrative:
Evaluation summary: the lens was returned in a lens case. Viscoelastic is observed on the lens. One haptic is broken in the haptic insertion area (not returned). A portion of the haptic is retained in the insertion area. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided it is unknown if qualified products were used. The reported lens is only qualified for use with the company (a) and (b) cartridges. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was faulty. There was no reported patient impact and the procedure was completed using a backup lens. Additional information was requested.